Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during interrogation, the patient became presyncopal after their device was reprogrammed. The right ventricular lead exhibited an intermittent loss of capture. The pulse generator was restored to its original programming.